Manufacturer narrative:
The field service engineer changed a reagent probe. After this action, no further problems were reported by the customer. The investigation could not identify a product problem. The issue is likely related to user maintenance of the analyzer. This event occurred in (B)(6). UDI number = (B)(4). Phone number was provided as (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crej2 creatinine jaffé gen.2 on a cobas 8000 c 702 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a creatinine value of 0.33 mg/dl, which repeated as 0.90 mg/dl. The creatinine reagent lot number was 519044. The reagent expiration date was requested, but not provided.